Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The customer inspected the unit and found the o2 regulator was leaking o2. The customer replaced the oxygen regulator. A regulator module was return for analysis. An investigation was performed and the root cause was the oxygen regulator was leaking intermittently at the bonnet relief holes. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high internal o2 alarm. The unit was on a patient and there was no patient harm or injury.